Event description:
A medtronic representative reported that, while in a posterior fusion spine procedure, a site alleged a navigation inaccuracy of approximately 2mm when utilizing fluoronav with a c-arm. The inaccuracy was seen only in only the caudal area. The surgeon opted to discontinue the use of the navigation system and completed the procedure utilizing c-arm fluoroscopy. There was no reported impact on patient outcome.

Manufacturer narrative:
No further subsequent issue have occurred during use of the wireless tracker.

Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. No parts have been returned to manufacturer for analysis.